Manufacturer narrative:
Patient information is blank because there was no patient impact in this event. The field service engineer (fse) was on site and confirmed that fl3 was having intermittent signal issues. To resolve the issue the fse swapped out the affected amp board. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - case-(B)(4).

Event description:
The customer reported signal not generating at the fl3 channel location of their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.